Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the patient had an ablation performed. After a software download, normal function was restored. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.